Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump displayed "system fault 46,440." It was reported that the patient's son took the pump apart and put it back together and the pump started working again. Per reporter the remaining infusion volume was received via the pump and that the pump was subsequently exchanged. No adverse patient effects were reported.